Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 355531, lot # n328309, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot # n327372, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing acute pain. The reporter indicated that the patient was unable to use stimulation for ¿weeks¿ because it hurt so bad. The patient was reportedly still hurting ¿really bad.¿ the reporter indicated that the patient was going to get a fourth surgery to have the device moved over because her krutz disease had spread which was due to her ¿medical condition.¿ at the time of the report, stimulation was reportedly on but the patient was unable to feel stimulation. If additional information becomes available, a follow-up report will be submitted.